Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump suspended pump therapy. Review of the pump data logs verified that an occlusion alarm had occurred. The customer cleared the alarm and resumed insulin therapy. Blood glucose was 300 mg/dl.